Manufacturer narrative:
Unit was not received in manufacture mode. Unable to perform displacement test due to missing retainer. Unit was received missing reservoir tube o-ring, broken reservoir tube lip, minor scratches on case and minor scratches on lcd window.

Event description:
The customer reported via phone call that the plastic around the top of the reservoir compartment is cracked. The blood glucose at the time of the incident was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.